Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, hypersensitivity, liver disease/toxicity. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on august 25, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose irritation, skin irritation, hypersensitivity, liver disease/toxicity. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed the following from an external and internal inspection: the top enclosure was cracked which suggests the device was likely dropped. An unknown brownish substance on the bottom enclosure. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, rear panel, accessory module and sd (secured digital) cover flip doors, blower motor, blower bellow, blower box, and the bottom enclosure. Evidence of liquid spots with potential mineral deposits on the rear panel, top enclosure, ui panel, blower motor, and the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. Manufacturer was not able to confirm the complaint or address the symptoms specified. Box h: device problem code, evaluation method code grid, evaluation results code grid and conclusion code grid was updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacture received additional information of patient's details. Box e is updated in this report.